Event description:
It was initially reported that a vns pt was having an increase in seizure below pre-vns baseline. The pt was referred for battery replacement surgery which took place on (B)(6) 2011 and the explanted generator was returned to MFR for analysis. Product analysis found the generator's elective replacement indicator (eri) flag set to 'yes' and transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current consumption and could have potentially contributed to the eri= 'yes'. The generator performed according to MFR's specifications after the faulty transistor was replaced.